Event description:
The initial reporter received a questionable elecsys troponin t hs assay result for one patient sample tested on the cobas 8000 e 801 module. The initial result was reported outside of the laboratory. On (B)(6) 2022 at 11:23 am the initial result was 161 pg/ml. The patient was transferred to the emergency room and a negative result was obtained from another sample. On (B)(6) 2022 at 1:01 pm, the first repeat result was <3.00 pg/ml. The second repeat result at 2:47 pm was 3.65 pg/ml. The reagent lot number is 53095101 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A general reagent or instrument problem can be excluded because the provided qc and calibration data were within specifications. The alarm trace on 04-jun-2022 indicated sample-related alarms. The alarm statistics for jun-2022 indicated multiple sample-related alarms and liquid flow cleaning recommendation alarms. The liquid flow cleaning has been delayed for 4 days. These are indicators of a pre-analytical issue. The picture of the sample was analyzed and it was noted to be slightly hemolytic. The investigation did not identify a product problem. The cause of the event could not be determined.